Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refy1285 showed ten other similar product complaint(s) from this lot number.

Event description:
It was reported that powerpicc catheters were placed in two patients. After insertion, the catheters were flushed and liquid leaked at the connector. Leakage continued even after the syringe and connector were replaced. The customer replaced the two catheters with 2 new kits. The patient is receiving desired treatment. This report addresses the second device.

Event description:
It was reported that powerpicc catheters were placed in two patients. After insertion, the catheters were flushed and liquid leaked at the connector. Leakage continued even after the syringe and connector were replaced. The customer replaced the two catheters with 2 new kits. The patient is receiving desired treatment. This report addresses the second device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.